Event description:
The customer reported that they were unable to pace a pt due to leads off messages. There was no negative pt impact. The users switched defibs to deliver pacing.

Manufacturer narrative:
(B)(4). : a f/u report will be submitted upon completion of the investigation.